Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that there was no difficulty with the insertion of the device into the arteriotomy. When the physician was ready to park the foot, the foot was unable to be parked. The physician was reported to "pull out the device". Manual compression was held for an unk amount of time and then a femostop was in place for a half hour to achieve closure and hemostasis of the arteriotomy. It was reported there was "a lot of bleeding noted". The pt did not require surgery. The pt's hosp stay was not extended due to the incident. The pt was discharged in 2003 without report of further adverse pt sequelae.